Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted two sutures and two needles. One needle was received broken at the tip. Upon microscopic inspection of the broken needle, instrument marks were observed near the break site. Upon microscopic inspection of the intact needle, instrument marks were observed at the tip. It was reported that the needle was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic total hysterectomy procedure, at the time of suturing the end of the vaginal cut via continuous suturing technique, the needle broke. X-rays were taken three times to confirm if there was a needle remaining in the body. The surgeon was unable to retrieve the broken piece. This led to 30 minutes or more extended surgical time. It was noted that the surgeon converted the procedure into a small laparotomy, but it was not due to a device problem.